Manufacturer narrative:
The tip of the inner driver was confirmed to be broken by visual examination. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. An incomplete device was returned for evaluation. The investigation did not have sufficient information to determine the cause of the reported issue. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The shaft broke during a right hip repair utilizing the bioraptor knotless suture anchor, hip. It was reported that the advancing metal piece on the end of anchor twisted off and remained in the anchor instead of coming out. A grasper was used to grab the metal piece which was removed from the patient. It was determined through checking with a probe that adequate fixation was achieved. A 2.9mm spade tip was used. The patient's bone quality was very hard. No patient injury or other complications were reported.